Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. D5 is unknown. No product information has been provided to date.

Event description:
It was reported that when the extension line was connected to the cassette, the pump displayed a downstream occlusion message. When the pump was run without the extension line, there is no occlusion message. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 9/9/22: a customer email was received with a complaint form attached. The event occurred while in use with a patient. No injury was reported. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).